Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The inside of the unit was completely wet. Unable to perform the displacement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. However, it appears that the water somehow entered through the battery compartment since it is heavily corroded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown. Customer stated that they saw fluid under the display. The troubleshooting was performed for fluid exposure. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.